Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During removal of dilator from sheath, dilator broke hemostatic valve cap off of the sheath. When dr. Girotti, vascular surgeon, hand injected through sheath side port after dilator removal bleed back from broken hemostatic valve struck staff in their face. Filter was able to be deployed successfully following this despite loss of snap connection of filter cartridge

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
During removal of dilator from sheath, dilator broke hemostatic valve cap off of the sheath. When dr. Girotti, vascular surgeon, hand injected through sheath side port after dilator removal bleed back from broken hemostatic valve struck staff in their face. Filter was able to be deployed successfully following this despite loss of snap connection of filter cartridge.

Event description:
During removal of dilator from sheath, dilator broke hemostatic valve cap off of the sheath. When dr. Girotti, vascular surgeon, hand injected through sheath side port after dilator removal bleed back from broken hemostatic valve struck staff in their face. Filter was able to be deployed successfully following this despite loss of snap connection of filter cartridge

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned the delivery catheter sheath, the dilator, the pusher wire and cartridge connected to the dilator. Visual inspection of the sample found the valve cap separated or detached from the valve. The foam washer and the hemo valve were present with the cap separated from the valve and the complaint was confirmed. The most probable root cause of this issue is manufacture error. During the assembly process, the operator is supposed to have the gluing tip pressed against the cap at an angle so as not to block the opening of the tip while dispensing the adhesive. According to the procedure test for hemostasis valve restriction by pushing the valve housing entirely onto the test pin fixture (the pin inserts through the cap and hemo seal. Process improvement was implemented.